Event description:
It was reported the 511h was used during a laparoscopic nissen fundoplication. The device was inserted as the initial port supra umbilical without insufflation. The trocar was advanced until blood was seen through the conical tip of the device. After further exploration through the scope, the pt was opened to determine exact site of bleeding. Bleeding was controlled by suture. Site of bleeding was determined by surgeon to be at the superior mesenteric vein. The surgeon was going to perform a laparascopic nissen fundoplication; she was attempting access using the new generation optiview trocar. When inserting the trocar she did not pull up on the abdominal wall as she usually does and also did not recognize the fact that she was within the abdomen. She is not certain how it occurred but she did hit the superior mesentery vein. She proceeded to an open exploration and was able to repair it. The pt is doing satisfactorily; the pt did require three units of blood. Further sequelae are not expected. The surgeon and source discussed the use of pre-placed pneumoperitoneum during the learning process of using this trocar.